Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of " the pump gives error 46011 and that the display is scratched" was confirmed through functional testing. The cause of the reported issue could not be determined, and the investigation notes the issue was resolved by replacement of the display glass, mainboard, and downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gives error 46011 which suggests an issue with the software, and the display is scratched. There was no patient involvement. The reported error occurred directly during the self-test of the pump.